Event description:
One of these heating devices used in surgery, may have caused oval shaped, nonerythematous, non-blistered welts down both flanks from 11th rib to lateral mid gluteal area of one pt. And on a second pt, the same heating unit may have caused four oval shaped red, raised areas on left back. Both pts were discharged as scheduled after their surgical procedures. The involved unit and pad were removed from the surgery dept.